Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vessel dilator loaded onto a 6.5f peel apart sheath was returned for evaluation. Functional, gross visual evaluations were performed. The peel-apart sheath was noted to have bunching throughout the center portion of the shaft. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without issue. Both samples were noted to be bent. Therefore, the investigation is confirmed for the reported deformation issue. However the investigation is inconclusive for the reported difficult to insert issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the moment the inner tube was removed, the outer tube of the sheath was allegedly kinked. It was further reported that the catheter allegedly could not be inserted. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the moment the inner tube was removed, the outer tube was allegedly kinked. It was further reported that the catheter allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.